Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid dilatation procedure, catheter removal difficulties and a tip fracture occurred. The lesion was located in the carotid artery. Lesion and vessel details are unknown. Another manufacturer's guide catheter kinked. A carotid wallstent 10x31mm was deployed and the delivery system was difficult to remove due to the kink in the guide catheter. The distal tip of the stent delivery system was "blocked, due to the kink in the guide catheter". The physician pulled on the stent delivery system, in an attempt to remove it, and the distal tip broke. The guide catheter and the stent delivery system (including the broken tip) were removed together. No pt injuries or complications were reported. The pt's condition is reported as "stable".